Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range. Concomitant product(s): model: dtbb1d1, crt-d; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes, and oversensing noise. A lead fracture is suspected. Additionally, there were two notifications where the left ventricular (lv) lead impedance was low/exceeded the programmed lower alert threshold. Reprogramming of the rv lead was completed and the tachy therapies were programmed "off." Both the rv and lv leads remain in use. No patient complications have been reported as a result of this event.